Event description:
User facility reported a novasure ablation was attempted on a patient with a uterine width of 1.9cm. Following a 90 second ablation, the physician looked via hysteroscope and discovered a "false passage, which is where the doctor believes a portion of the ablation occured." The physician attempted a second ablation with a new disposable device but received 2 unsuccessful cavity integrity assessment (cia) tests. The physician repeated the hysteroscopy and confirmed a uterine perforation. The novasure procedure was abandoned. The patient was observed in the hospital overnight. During follow-up received on 09/09/2009, it was reported no treatment was needed for the perforation and the patient was discharged home from the hospital the day after admission. During follow-up received on 09/22/2009, the physician reported he has seen the patient on follow-up and she is doing fine. A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number of the disposable novasure device. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device can not be completed. Based on the information obtained to date, no direct correlation can be made between the reported event and novasure system. According to the instruments for use (IFU): contraindications: a patient with uterine cavity width less than 2.5cm, as determined by the width dial of the disposable device following device deployment. According to the instructions for use (IFU) warnings: the novasure procedure is intended to be performed only once during a single operative visit. Thermal injury to the bowel may occur when multiple novasure therapy cycle are performed during the same operative visit. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of possible perforation prior to treatment.